Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on september 19, 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. Vessel morphology is unknown. The patient has a history of peripheral vascular disease and hypertension. It was reported that the stent graft was deployed 2 cm below the renal arteries, which necessitated placing a 24 mm diameter x 3.75 cm length aortic cuff to achieve an adequate seal. It was reported that the inaccurate positioning of the stent graft was caused either by the retrieval of the runners, which pulled the stent graft down, or low deployment of the stent graft. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.